Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma of uterus, unspecified. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia/blood or heart disorder/condition ¿ anemia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced cystitis ("bladder/urinary problems: bladder infection/infection (bladder/urinary/vaginal)- bladder infection"). On (B)(6) 2008, the patient experienced ovarian cyst ("reproductive system disorder or condition - ovarian cyst"), 9 months 5 days after insertion of essure. On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("bladder/urinary problems: uti") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with cyanocobalamin, ethinylestradiol; norethisterone acetate (loestrin), iron, nitrofurantoin (macrobid) and surgery (hysterectomy partial with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, metrorrhagia, iron deficiency anaemia, fatigue, vaginal haemorrhage, ovarian cyst and dysmenorrhoea had resolved, the female sexual dysfunction, urinary tract infection, alopecia and weight increased outcome was unknown and the cystitis was resolving. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date(B)(6) 2007 was reported in previous version. Plaintiff received treatment for bladder infection, uti, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, bladder infection, uti, fatigue, hair loss, weight gain. Outcome of menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),anemia were added. Essure model number changed. On (B)(6) 2019: pfs received. Events per pfs: pelvic pain, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), ovarian cyst, dysmenorrhea (cramping) were added. Outcome of events vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, dyspareunia, apareunia, bladder infection, fatigue, ovarian cyst were updated. Essure removal procedure was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.